Event description:
The user reported that when the device was turned on, a hematocrit saturation module color chip failure occurred. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.